Event description:
It was reported that the patient experienced pain and developed an infection at the implant site. A cyst had formed at the implant site and his physician lanced it. Antibiotics were administered and his symptoms got better. Further information is being requested from the hcp.